Event description:
It was reported that the patient (pt) experienced a burning sensation during and following an MRI that is still present. MRI facility was noted. Date of MRI: unknown. Pt had asked for scan to be stopped mid scan. Reason for scan was for development of new back pain recently. It was confirmed that device was turned off, unknown if it was in MRI mode. Burning sensation is getting slightly better but still present. Rep is planning on meeting with pt on (B)(6) 2025. Hcp indicated that they do not need to see patient unless burning sensation is getting worse. Ts reviewed the following consideration: if ins is turned on, turn off ins for period of time to see if burning sensation goes away or is still present, ask if MRI mode was activated.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No external factors; issue has been resolved.